Event description:
The reported incident happened in the patient's home. The pt uses the bivona tts tracheostomy tube, size 8 ID. At an exchange of the cannula, a plastic piece was found at the tip of the cannula. When the cannula was inspected later on the small plastic ring, submerged into a notch in the iso cone, was missing. At the inspection of other cannulas, it has been noticed that this plastic ring is very loose on several cannulas, however not on all. The ring is too big to fall into trachea and the airways but if it should go to pieces, as in this specific case, it is possible that smaller pieces can fall down into trachea/airways.